Manufacturer narrative:
The reported field event of device damage was confirmed in the laboratory and was due to explant procedure. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for an elective device upgrade. During the procedure, it was noted that the implantable cardiac monitor was broken at the point between the body of the device and the upper eposy portion. The device was explanted and replaced successfully. The patient was in stable condition post procedure.